Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 437 mg/dl. She did not exhibit any symptoms of high blood glucose. Her most recent blood glucose was 150 mg/dl. She advised that she had treated with 12 units of insulin via manual injection, then with the insulin pump. She stated that the high blood glucose had started about a day after her most recent infusion set change. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime with the current infusion set. She reported that insulin exited at the quick release. She stated that all settings were all accounted for and programmed accurately. She could not complete troubleshooting due to lack of tubing clamps, which would be sent. She also reported that her glucose meter had difference blood glucose readings than her test strips. She was advised to change the entire set, reservoir and insulin, and treat per doctor's instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.